Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the collimator. The system was tested and operates as intended.

Event description:
The customer reported that a collimator iris potentiometer error occurred on the 9800 system. No pt injury was reported.